Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr2723 showed one other similar product complaint(s) from this lot number.

Event description:
The patient had a PICC-line and had cytostatic treatment because of breast cancer. It was reported that when it was time for the 5th they discovered a hole in the PICC-line and the patient had an extravasation in the upperarm. The patient had to come and had several woundcare visits and they also had to transplant skin from her leg to put on the arm. The patient had pain from the wound.